Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient had a possible infection, so they explanted his device on (B)(6) 2016. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.